Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, an analysis of the device memory was performed, and no anomalies were found. Atrial data was not captured as no atrial lead was present. Battery voltage was at 2.976 volts.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had premature battery depletion and it exhibited high atrial impedance when the atrial port was plugged. The crt-p remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false alert for lead impedance out of range. The lead impedance warning occurred on (B)(6) 2016 for high impedance. The atrial port was plugged and alerts cannot be programmed off.